Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2022, a 12.6mm vticm512.6 implantable collamer lens of -14.0/1.50/81 (sphere/cylinder/axis) lens tore and was damaged during loading. There was no patient contact. A replacement lens was implanted into the patient's left eye and the problem was resolved. Reportedly, status of the eye is, "good."

Manufacturer narrative:
Corrected data: b1- "adverse event or product problem: adverse event" should be corrected to "product problem". Claim# (B)(4).